Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred the day the sensor had been inserted in the arm. The patient experienced no symptoms. The cgm was reading low and the blood glucose was not checked. The patient went to the emergency departent (ed) and at the ed, the bg reading was 247 mgdl. The patient was treated with intravenous (IV), recovered after treatment, and was discharged after 2 hours. There was no documentation of further medical evaluation or intervention. The patient was okay at the time of the report. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.